Manufacturer narrative:
To aid in the investigation of this issue, the affected syringe was returned for evaluation by our quality team. The syringe was in an opened blister package and had been partially expelled. The syringe had liquid between the ribs of the stopper component. A significant amount of in process testing is performed during the manufacture of this product. The plunger rod machine operator checks thirty (30) units per hour and there is also an inline vision system which checks for this defect (leakage past stopper). There were no reports for this type of defect during the manufacture of material number 306572 and lot number 4277047. It is possible that the leakage occurred during the use of the syringe; however, an exact cause for the leakage cannot be determined based on the investigation results. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
27-january-2025: 1. Was there any impact on the patient/healthcare worker due to the leak? I don't know. He was not present when it happened. But reading the initial email, I guess that it is not: "[...] Just yesterday they put a bd posiflush syringe on her and looking at her I saw that she had fluid in the stopper [...]. It still went well and nothing happened, but I wanted you to be consistent. [...]" 21-january-2025: 1. If leaks occurred, confirm the fluid that leaked. From the explanation I understand that saline solution leaked into the stopper. 3. Please confirm the name of the customer/facility in which the event occurred h.(B)(6).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd posiflush-xs / sf leaked past the stopper. The following information was provided by the initial reporter, translated from spanish to english: I'm writing to you because I've been going to the clinic for a few days to visit my partner because he's hospitalized, just yesterday they put a bd posiflush syringe on him and looking at it I saw that he had fluid in the stopper, I'm attaching a photo. I took a photo of the lot number and reference, it doesn't sound like it's one of the ones you did when I was there (306575) but maybe it's one of the new lines. It still went well and nothing happened, but I wanted you to be consistent.